Event description:
It was reported that the customer's insulin pump had scratches on the screen. The customer's blood glucose level was 147 mg/dl. The customer also reported that her insulin pump had a stripped slot on the battery cap. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump received with stripped battery cap coin slot, severely scratched display window, cracked display window corners, and cracked battery tube threads, cracked reservoir tube lip.(B)(4)